Event description:
It was reported that the customer received a excessive no delivery alarms. Customer's blood glucose level at the time 8.4mmol/l. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Pump unable to prime during prime compromised force sensor alarm test due to faulty fsr (gold).unable to perform the no delivery test due to prime anomaly. Pump received with normal operating currents. No unexpected low battery alarm noted. Pump received with broken off and pump rattles when shaking. Pump received with cracked display window corner, reservoir tube lip, minor scratched display window and missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)